Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high currents. Unit was successfully download using thump for history files and trace files. No alarms or alerts noted during testing or on and near event date in history files. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. P-cap was attached and locked into place properly. Swapped pcb 2 with test pcb 2 and it functioned properly. Pump error 15 is not confirmed. Unexpected battery power loss is confirmed and isolated to pcb 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 15. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-7911na. Troubleshooting was performed and advise customer to call back as needed. The customer also received loss of communication between the pump and transmitter. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880l was returned for analysis.